Manufacturer narrative:
The used burr was returned for evaluation. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a shoulder arthroscopy sad procedure, it was reported that the blade was shedding. The visible sheddings were removed via irrigation and suction. There was a backup device on hand to complete the procedure. No patient injuries, delays or complications were reported.